Event description:
During spect study, when gantry reached approximately -30 degrees (330 degrees) the detector stated to move in towards the pt. The operator actuated the "e" stop but the detector did not stop. The pt sensor did not stop the motion either. The operator tried to override the "e" stop to move the table out but it would not move.